Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger (wr) is not connecting to the implanted neurostimulator to charge. Patient stated they woke up at 4am last night because the implant turned itself off. Patient said they felt a shock go through their brain when the dbs is turned off. Agent reviewed that if the implant gets depleted past 10% it will automatically turn off. Agent walked patient through resetting the recharging device off the docking station and on the handset. Patient was able to connect with the implant and start a charging session. While on the call patient received a call from a manufacturing rep and stated that they didn't think that the handset was connecting to the wr. Rep stated that they were going to replace the handset for the caller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported by the manufacturer representative (rep). The rep clarified the cause of feeling shock was the battery depleting to 0% and turning off therapy. The rep had the patient turn the battery on using a tablet and this resolved the issue.